Manufacturer narrative:
The device remained in situ and was not available for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date was estimated. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was diagnosed with pump thrombosis on an unspecified date in 2015 at another hospital in frankfurt. After the diagnosis, the patient decided on palliative treatment. No additional information was provided.